Event description:
It was reported the pt had experienced a fall about three months ago. The pt reported he has been feeling stimulation in his abdomen instead of in the desired pain pattern in the right leg. A full parameter diagnostic indicated valid impedance values on all contacts. During reprogramming when the pt moved, he felt a burning sensation about an inch to the right of the lead scar. The sensation dissipated when the stimulation was turned off. The pt has been referred for x-rays of the scs system. The pt is working with his physician to determine the next course of action. Surgical intervention maybe undertaken to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.